Event description:
It was reported that tubing from cylinders to pump in inflatable penile prosthesis (ipp) was damaged which caused a leak in the system. Implant was not inflating. All components were explanted and replaced. No adverse patient effects.